Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected battery power loss alarm. The customer¿s blood glucose level was 226 mg/dl at the time of incident. The customer stated that the pump was shut off. The insulin pump will be returned for analysis.